Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the pt's bladder ruptured, presumably from device insertion into the pre-peritoneal space. A urologist was consulted. He opened the pt to suture the bladder. No bleeding was reported. Operative time was delayed more than 30 minutes.